Manufacturer narrative:
Related component of the device system: model number/ catalog number: 72404253, batch/ lot number: 502027001, model/ catalog description: lgx preconnect ms 21cm ps iz.

Event description:
It was reported that the patient's reservoir of his inflatable penile prosthesis (ipp) was replaced due to the patient lost a lot of weight and there was a bulge in the patient's abdomen caused by the reservoir (originally implanted subcutaneous). The surgeon felt it was necessary to replace all the components due to the age of the implant. The device was working properly. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.